Manufacturer narrative:
No insulin pump error alarm or insulin pump error alarm noted during testing. Unit passed occlusion test, force sensor test, basic occlusion test, prime, seating test, rewind test and displacement test. During visual inspection, found motor and electronic stack moisture damage. (B)(4).

Event description:
Information received by medtronic indicated that insulin pump had multiple pump error alarm. No harm requiring medical intervention was reported. The customer was assisted with troubleshooting. Customer stated insulin pump was exposed to a high magnetic field. Customer reports they were able to clear the alarm. Customer stated they are able to rewind the insulin pump. The device will be returned for analysis.